Event description:
The customer reported that the insulin pump alarmed motor error during bolus delivery. Troubleshooting was performed. The device was exposed to a high magnetic field the day before when she had a head MRI. Advised the caller that the insulin pump would be replaced and revert to back up plan. The customer attempted to prime several times and received an error alarm. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed motor error during rewind as a result of a motor encoder signal being out of phase. Unable to confirm error alarms.